Event description:
Received information stating ventilator stopped cycling while in patient use. The patient was not harmed or injured as a result of the event. The customer continued using the device and complaint was not originally reported to npb. The device was not evaluated by npb.